Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that there have been power outages over the last couple days. It was stated that patient went to charge today and ins does not charge past 50%, last time patient charged for 2 hours. The hcp tried to charge with the patient prior to the report and saw that the ins would not go above 50%. The hcp put the ins recharger (insr) into al mode to test if antenna was working properly. 38-38-38 in the air 104-130-158 on metal and confirmed no issues with the antenna, the technical services specialist (tss) was able to clarify that patient never received a prompt stating that ins was fully charged, rather the ins icon would flash at 50%. The hcp noted towards the end of the call that patient was consistently able to charge in 23 minutes in the past but now it's not charging the same. Per the provided recharging stats , it was confirmed that insr behavior is appropriate with current ins battery level. The data shows that the patient had never charged ins to full and was not getting 8/8 coupling. It was reviewed for the caller that charging times can vary depending on coupling and ins battery level and also reviewed best practices and monitor. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were unable to charge the implant past 50% after charging for an hour that morning. The consumer was educated on increment levels and coupling boxes. The consumer was going to attempt to charge the implant for a longer amount and time. Later that day the consumer was contacted who stated after charging for 1.5 hours the implant was in the last charging quartile. No patient symptoms or further complications were anticipated.